Event description:
It was reported that a patient was revised to address four migrated mantis redux blockers approximately two months after implantation. This report captures the first of the four migrated blockers.

Event description:
It was reported that a patient was revised to address four migrated mantis redux blockers approximately two months after implantation. This report captures the first of the four migrated blockers.

Manufacturer narrative:
H6 codes have been updated to reflect receipt of the device and conclusion of the investigation.